Manufacturer narrative:
This report is submitted on may 25, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is file on june 06, 2017.